Event description:
It was reported that during implantation surgery only 6 electrode channels were able to be inserted. During activation of the implant in (B)(6) 2012, the pt only had access to sound with 4 electrode channels. As the pt was unable to hear anything, the charge on the electrode channels was increased, but the pt then had facial stimulation. In (B)(6) 2012, the doctor attempted a further insertion of the electrode array, but the results were the same.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a follow-up report.